Manufacturer narrative:
Reference MFR report # 2916596-2016-00489 for the patient's previous admissions for driveline infection. Approximate age of device ¿ 2 years. The event occurred at university of (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was re-admitted to the hospital on (B)(6) 2015 due to a chronic bacterial driveline infection which originated in (B)(6) 2014. The patient underwent wound area debridement and unspecified drug therapy was administered for the infection.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.